Event description:
It was reported that they have exposed wires on the blue and green cables. There was no patient consequence reported. The case was completed using the holster.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found the require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.